Event description:
It was reported that the patient's stimulation decreases by itself due to high impedances. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000104322.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that patient underwent surgery where entire system was replaced. Therapy restored.